Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd flu+¿ syringe leaked during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "this will be a new complaint as we have been finding a lot of defective syringes. They leak, have particles inside and bubble inside the syringe unprovoked."

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 2101406. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. Two picture samples were returned for evaluation; however, the picture samples did not display the reported defect of leakage or air bubbles. Based on the limited investigation results, an exact cause could not be determined for this incident. If the physical sample becomes available, additional investigation conclusions may be possible. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the bd flu+¿ syringe leaked during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "this will be a new complaint as we have been finding a lot of defective syringes. They leak, have particles inside and bubble inside the syringe unprovoked.".